Manufacturer narrative:
The technician found the brake linkage is loose. The technician tightened up the brake linkage and brake caster bolt to resolve the issue.

Event description:
The technician alleged the brake caster will not hold in brake mode. No patient impact.